Manufacturer narrative:
An inspection of the product was conducted. Based on fire report and inspection, the incident was caused by the user smoking while on oxygen. The pride product was not the cause of the incident.

Event description:
Received letter from attorney alleging that fire was caused by a pride product.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging that fire was caused by a pride product.